Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine would not power on. The bmt stated they replaced the rocker switch on the power supply to resolve the reported issue. The faulty part was discarded, and the machine was returned to service. Upon follow up, the bmt expressed their belief that the pins which connect the wires to the rocker switch had likely ejected and ¿had likely shown evidence of heat damage.¿ the bmt did not elaborate on the alleged heat damage. It was confirmed there was no patient involvement associated with the reported event. Multiple attempts have been made to gather additional information, and to date, no further details have been obtained.